Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported they turned the unit on and it alerted to alarm light emitting diode (led) failure. There was no patient involvement. The field service engineer advised the customer to replace the power switch overlay.

Manufacturer narrative:
G4:09feb2021. B4:10feb2021. It was reported the ventilator was in clinical use at the time of the alarm led failure, and no patient or user harm was reported. Many good faith efforts were made to obtain information from the customer however the customer did not respond. If additional information is received, the complaint will be reopened and a follow up report submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.